Event description:
It was reported by service report that the brakes have not been upgraded with new gill brake plate kits. No patient involement or adverse consequences were reported.

Manufacturer narrative:
Results: new gill brake plate kits were installed.